Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported the imaging system would not connect to the navigation system. The site rebooted the system and was able to connect both systems. There was no patient present.